Manufacturer narrative:
(B)(4). Pump not received in stuck manufacturing mode. Unable to perform the displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, cracked keypad overlay at select button, scratched case, minor scratched display window and keypad overlay texture damage.

Event description:
It was reported that the insulin pump dose not detect reservoir. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.